Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End-users representative states the rear leg is bent. (B)(6), rn, states, end-user was getting out of bed and lost her balance and fall over when she grabbed for the walker, end-user has soreness on the right side of her hip and is visiting the orthopedic doctor for x-rays on (B)(6) 2014.